Event description:
A periodic review of the in-house programming history database was performed and high impedance was found to have been observed on (B)(6) 2016 when performing system diagnostics. The device was not programmed off at the time the high impedance was observed.

Event description:
The ap and lateral x-ray images of the patient's vns was received by the manufacturer for review in regards to the reported high impedance. The cause of the high impedance could not be determined based on the images; however, it was confirmed that the feed thru wires of the generator were in tact and the lead pin appeared fully inserted into the generator ruling those out as a possible causes for the high impedance. An implant card was later received confirming the patient underwent a full vns revision. The explanted lead and generator have not been received by the manufacturer for analysis and it is unknown if they will be returned.

Event description:
It was reported the explanted lead and generator were discarded after surgery and thus will not be returned to the manufacturer for product analysis.